Manufacturer narrative:
The device is currently being evaluated; smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported that a portex® bivona® adult tts¿ tracheostomy tube was used to downsize a patient tracheostomy tube when the respiratory therapist and pulmonologist were unable to fit the passy-muir valve (pmv) onto the tube. The issue was discovered approximately 5 minutes after insertion. It was unknown if the patient can breathe without the tracheostomy tube in place and was not ventilator-dependent. There was no reported issue with the placement of the tracheostomy tube. The reporter noted that the tracheostomy hub was not round but was more oblong, such that an ambulatory bag would not fit. The tube was replaced with another tracheostomy tube and then the event was considered resolved. No patient injury was reported.

Manufacturer narrative:
One bivona® 6.0mm tts¿ tracheostomy tube was returned for investigation. Visual inspection of the returned device found that the 15mm connector was deformed and did not match the specifications for outer diameter and taper. Investigation was unable to determine the root cause of the connector deformation.